Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring urinary incontinence. The previous aus was explanted and replaced due to fluid loss. No patient complications were reported during the procedure.